Event description:
It was reported on (B)(6) 2015 that a failure to program a generator occurred prior to implant. A "failure to establish communication" message kept appearing. It was confirmed that the tablet was not plugged into the wall outlet. The batteries were tested in the wand and the power light stayed on 25 seconds. The wand was repositioned. The usb cable was unplugged and plugged back into the tablet. The wans itself was functioning properly. It was clarified that the sales representative swapped the serial cable out and this resolved his communication issues. The faulty serial cable has not been received to date.

Manufacturer narrative:
(B)(4).

Event description:
The serial cable was discarded by the site and will not be returned for analysis.